Event description:
It was reported that while cutting the sternum during a sternotomy redo procedure the saw cut into the pt's aorta. The pt was placed on femoral bypass while an attempt was made at repairing the aorta. It was further reported that the pt died in 2008.

Manufacturer narrative:
The device has not been evaluated; however it is scheduled to be evaluated on 07/11/2008.